Manufacturer narrative:
(B)(4). Concomitant medical devices: as gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: plc181400j/20911196. (B)(4).

Event description:
On (B)(6) 2020, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses. Post deployment of all devices, during touch up angioplasty the contralateral leg component positioned in the right common iliac artery (rcia) was unintentionally moved proximally, leaving a distal type I endoleak. An additional contralateral leg component was implanted to extend coverage and treat the endoleak and resulted in unintentional coverage of the right internal ilac artery (riia). It was reported that the physician misinterpreted the position of the radiopaque marker. Angiography confirmed the distal type I endoleak on the right side was resolved, however a distal type I endoleak in the left leg was now observed. Touch-up ballooning was performed again, and the distal type I endoleak in the left leg was resolved. To alleviate the possibility of postoperative occlusion of the riia, a bare metal stent was implanted distal to the right leg. Post operative ballooning was performed with a pta balloon. The patient tolerated the procedure.